Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x-ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: a scratch mark in the valve casing was noted. Corrosion was noted around the stator and the x ray dot. The cam magnets were controlled. The magnets passed. Review of the history device records was not possible; attempts were made to acquire this information with no results. The root cause of the corrosion could not be clearly determined. The root cause of the scratch mark is probably due to the valve receiving some form of impact, this however could not be determined. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Patient had a chpv microvalve implanted. Patient went in for her annual visit and before this visit, she had a routine MRI. At her clinic visit, the MRI image of the chpv valve showed that the valve cam was unseated. She did not have symptoms prior to her routine exam. Patient was scheduled for a vp shunt revision. Revision was (B)(6) 2016. The chpv valve was explanted and it was confirmed the cam was unseated. Surgeon replaced the chpv valve and this explanted valve will be sent in for evaluation. (B)(6) 2016 per rep: there was a delay over 30 minutes in that the shunt revision was because of the complaint. Date of notification was yesterday. Original implant, I don't know but likely around 10 years ago.